Event description:
It was reported by our european affiliate that after the implant of a 26 mm sapien xt valve by transfemoral approach, the patient¿s blood pressure dropped. On the echo, pericardial fluid was observed. Drainage with a pigtail catheter was performed and protamine was given. A rupture was not observed on either echo or via angiogram. The patient was given platelets, blood, and medications to maintain the blood pressure. The tamponade was drained but did not stop. After several rounds of drainage, a sternotomy was performed. The circumflex branch of the left coronary artery was dissected and bleeding. The surgeon repaired the dissection. The patient¿s chest was closed. No difficulties were observed when introducing the guidewire, balloon, or valve. The patient was stable at the time of the report. A cause for the dissection was not identified.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause for the coronary artery dissection and resulting pericardial tamponade is unknown; however patient factors, including calcification (porcelain aorta), htn and corticosteroid use, may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.